Event description:
Information received from the field does not address the patient's clinical status but notes that printouts from december 2005 showed noise. The sensitivity was programmed to 2.5 mv in the ventricle, but unipolar r-waves were at 6.0 mv and bipolar r-waves were at 1.0 mv. In april 2006, new strips showed oversensing on the ventricular channel. The programmed unipolar ventricular sensitivity was at 3.0 mv. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative